Event description:
It was reported that the patient experienced poor wound healing at the deep brain stimulation dbs burr hole site on the right side. The patient was then admitted to the hospital where the physician performed an irrigation and debridement of the site. Cultures were taken but the results have not been provided.